Manufacturer narrative:
Failure analysis noted that the insulin pump was received while alarming compromised force sensor system during the prime a33 test due to a faulty force sensor resistor. The insulin pump was also received with a scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by the customer via phone call that the insulin pump alarmed compromised force sensor system during prime rewind. Their blood glucose was 12 mmol/l. During troubleshooting, the drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and to revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The pump was returned and analysis was completed.